Manufacturer narrative:
B3: event date unknown. One device was returned for evaluation. Visual inspection revealed no physical damage. Event history log revealed lec 41541 occurred. Functional testing was able to replicate the reported issue; ¿cassette not connected¿ occurred. The root cause was determined to be the downstream occlusion (dso) sensor. The dso sensor was replaced. Service history review identified there was no indication that the complaint was related to a service of the device within the review period.

Event description:
It was reported that the device exhibited a cassette not attached alarm. There was unknown patient involvement and unknown patient harm.